Manufacturer narrative:
Additional information: an inflation device was used to inflate the balloon with zero prior inflations applied. The balloon burst at nominal pressure. The balloon did not fragment and no vessel injury noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure in the mid superficial femoral artery using an admiral extreme, the balloon could not reach nominal pressure as the pressure kept decreasing slowly. Contrast was observed leaking from the balloon, which was found to be punctured, causing the leakage. All fragments of the balloon were retrieved. No resistance was encountered during advancement and the device did not pass through a previously deployed stent. The procedure was completed by replacing the device with another brand of balloon to finish vessel preparation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.